Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger's (dtc) connector pin had broken off. The patient said they were unable to charge the ins because of the broken connector pin. The patient stated that the ins battery had died on the sunday or monday prior to the report. The patient was sent a replacement dtc. No symptoms were reported. No further complications were reported/anticipated.